Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback of the patient's blood as instructed in the user's guide. The cartridge was not returned for evaluation. The reported leak cannot be confirmed. The user's guide includes adequate warnings for the operator to periodically check the system for leaks as the cycler may not sense slow leaks and to terminate the treatment if a leak cannot be resolved. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A clear fluid leak was observed during a routine hemodialysis treatment. Partial rinseback was performed, resulting in an estimated blood loss of 40cc. No medical intervention was required.